Event description:
It was reported that vegetation was observed on the right atrial (ra) and right ventricular (rv) leads. The entire pacemaker system was extracted. The patient¿s condition was stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Pt code: 1834. Device code: 2993. Ref report: mw5180052.